Event description:
It was reported by service report that the outer base tube, caster horn, and wheel is broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel.